Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. Subsequently the patient was re-implanted with a new device on (B)(6) 2016.